Manufacturer narrative:
Implant regio 15 fractured. Construction was a removable upper jaw construction placed on 4 implants. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.